Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Technical support guided the customer through filling and loading a new cartridge, but the customer ran out of insulin and planned to call back. Multiple contact attempts were made by tandem technical support to continue troubleshooting the issue; however, the customer did not respond.